Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified at the latest instance of the preventive maintenance on the device was serviced prior to and after the treatment. A review of the provided data by a clinical application specialists suggests that the reported event is more likely related to unexpected wound healing than a technical error with the laser. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment day. The laser was started only allowing for a warm-up time. According to the quick start up manual the system needs a warm-up time of thirty minutes. The fluence test was performed with a measured depth of microns. The user selected "yes" although the measured ablation depth was outside of the specification. The energy was stable during the whole day. During the preparation of the treatment the warning message ¿no response from patient bed. Check bed position and selected eye.¿ appeared. This warning message comes up when the reference run of the patient bed was not done after startup or when they press ready when the patient bed is not at the final position (right eye or left eye) and still moving. It is not possible to see whether the user has corrected the patient bed position or not in logfile. The logfile shows that the reported treatment for the right eye was performed successfully. Review of the logfiles for the treatment day does not show any other relevant warning or error messages. No technical root cause could be identified. Instead, it can be seen that the user did not follow established and trained procedures (i.e., insufficient warm-up time and accepting out-of-specification fluence test results). Root cause for the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that central astigmatic elevation with the post operative refractive values were more than one diopter in the patient's right eye after lasik surgery.